Manufacturer narrative:
Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if using the 12 hour clock. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to not having been adjusted for daylight saving. The customer adjusted the time setting to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. The customer replaced the cartridge to address the issue. The customer loaded a new cartridge and the insulin gauge was accurate. Customer¿s blood glucose level was 283 mg/dl.